Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the sealant was stuck inside of the advancer tube. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, and the syringe was observed connecting to the device with stopcock open. It was reported that ¿during use of a 6-7f mynxgrip device for vascular closure, the sealant was stuck inside of the advancer tube.¿ however, the sealant sleeve, sealant and advancer tube were observed to have remained in the manufactured position as received, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated after use. Shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing could not be performed on the balloon of the returned device due to device¿s lumen was clogged with dried contrast in saline solution. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device. However, the condition of the returned device did not match the description of the incident since the sealant, advancer tube and sealant sleeve were still in its manufactured position. The exact cause of the reported failure experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported since the condition of returned device indicates that the device was never inserted into a procedural sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 2: deploy sealant, it instructs users to align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Additionally, step 3: remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, and the sealant could be dislodged from the vessel wall. Neither the phr, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip device for vascular closure, the sealant was stuck inside of the advancer tube. There was no patient injury and the device will be returned for analysis.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.